Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe needle became blocked after inserting the needle into the cartridge septum. Customer changed the needle and/or cartridge to resolve the issue. No reported adverse impact to the customer's blood glucose.